Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. Updated fields: h6, h7, h9 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation. The customer's allegation was confirmed. The r-unit (charged couple device (ccd)) was broken. Based on the results of the investigation, a defective r-unit caused the image to be colored. The r-unit can be damaged by the following: ¿ unacceptable tension in the area of the "ccd w. Holder" assembly due to use of an adhesive which is not adapted to the load / temperature collective and to an insufficiently formed adhesive layer "c-holder to bumper sleeve". ¿ unacceptable tension in the area of the "ccd w. Holder" assembly due to asymmetrical alignment of the spring to c-holder before the bumper sleeve is joined. ¿ pre-existing damage to the "ccd w. Holder" assembly due to using a suboptimal adhesive device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found the device displays a purple-colored image due to a faulty outer tube. Furthermore, the following additional issue was identified during inspection: broken components at the hose. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the video telescope "endoeye hd ii" displays a blue colored image. The issue was found during reprocessing. There were no reports of patient harm.